Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient's pump alarmed stating that the reservoir was empty. Upon disconnection from the patient, the nurse noticed that there was approximately 100ml of medication left in the bag. The pharmacy had to reprogram the pump and the patient had to wait an additional two hours for the volume to finish infusing. No patient injury was reported.